Event description:
The operator of an immulite instrument was running adjustments on a new kit for the turbo intact parathyroid hormone (ipth) assay when they encountered an error message. Subsequently, five ipth samples from a patient in surgery needed to be tested in another laboratory, causing a delay in obtaining sample results. The patient was under the influence of anesthesia for a longer time than expected. There are no known reports of patient intervention or adverse consequences due to the delay in obtaining ipth results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and discovered that the sample bar code reader was operating intermittently. The cse adjusted the speed and the voltage of the bar code reader. On a subsequent visit the cse replaced the substrate heater printed circuit board. Diagnostics and quality controls were run and were within appropriate ranges. The cause of the failing assay adjustment was related to a malfunction of the barcode reader. The instrument is performing according to the specifications. No further evaluation of this device is required.